Manufacturer narrative:
(B)(4) . Date sent: 7/10/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? N/a what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? I certify that all information that are known/available has been disclosed. Did the jaws eventually open? I certify that all information that are known/available has been disclosed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaws did not open after the cartridge was loaded. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. D4: batch # 959a09. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60d partially fired 1/16 reload loaded on the device. In addition, the reload was received with two protruding staples. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 959a09, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 10/9/2024 d4 batch #959a09 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60d partially fired 1/16 reload loaded on the device. In addition, the reload was received with two protruding staples. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 959a09, and no non-conformances were identified.